Event description:
The physician was treating a heavily occluded lesion in the proximal rca with a sprinter legend rapid exchange (rx) balloon dilation catheter. The physician noticed that the balloon was slow to both inflate and deflate. The physician felt that the balloon did not deflate completely. The sprinter legend rx balloon was inflated once and the inflation was slow. The lesion was non-tortuous and there was nothing unusual about the case or patients anatomy. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results - (limited information available). (B)(4)